Manufacturer narrative:
The investigation of access site bleeding, vf/vt/af/at, and positioning issues has been completed. The impella device was not returned for evaluation. Access site bleeding: clinical states the hematoma to impella groin site on arrival to hillcrest medical center and patient was coughing a lot. The cause of the access site bleeding was most likely patient movement related as the hematoma occurred after patient transferred hospitals and was coughing a lot. Positioning: clinical states the pump was pulled back under echo guidance to 3.9 cm on day 1 of support and again critical care repositioned the device bedside with echo 2 days later. The cause of the positioning issue was not determined due to lack of clinical details. Vt: clinical states that the pt decompensated severely into flash pulmonary edema upon induction for intubation, experience two rounds of vt requiring defibrillation, CPR for nine minutes. In order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient presented with chest pains and on electrocardiogram showed st-segment elevation myocardial infarction. The patient was taken to the cardiac catheterization laboratory for emergent percutaneous coronary intervention (pci). It was reported that shortly after arriving to catheterization laboratory, the patient went into ventricular fibrillation arrest and required cardiopulmonary resuscitation (CPR) and was defibrillated five times. The patient was intubated and pci was performed to left anterior descending artery. Right heart catheterization performed and the impella cp inserted to right femoral artery. During support, pulses were confirmed and urology consult ordered for foley placement. Heparin was held on arrival due to right groin hematoma. The pump was pulled back under echocardiogram guidance. It was noted that they were unable to get the foley catheter in place despite multiple attempts. The patient had visible blood at the urethral meatus. However, the next day, urology placed a foley with scope at bedside. Also noted was that the critical care team repositioned the device with echocardiogram. Ultimately, the patient decompensated severely into flash pulmonary edema upon induction for intubation, experience two rounds of ventricular tachycardia requiring defibrillation and CPR for nine minutes. Return of spontaneous circulation was obtained. However, the patient was not responding to chemical or mechanical therapy. The decision was made to discontinue care and the patient expired.